Manufacturer narrative:
As per service report, it was confirmed that the joints were loose and the fixing parts were removed. Root cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar hernia involved in microendoscopic discectomy (med) procedure, levels implanted/treated- l4/5. It was reported that intra-operatively, instrument could not fix. There was delay in overall procedure time for about 30 minutes. Product came in contact with patient but there was no patient symptoms or complications reported as a result of this event.